Event description:
During a lobectomy procedure, the device cut but staples only partially formed. The staples were malformed. A new instrument was opened and worked without issue. There were no patient consequences.